Event description:
It was reported when the healthcare provider (hcp) took out the pump {refer to manufacturer report # 6000030-2014-00080}, right after that the patient experienced (B)(6), and then spinal fluid leakage ¿forced the cord all the way down¿ and then the patient had a beta lactamase infection down the cord. It was noted it was unknown if they could keep the system and then on 2008 (B)(6) a pump revision was performed. The patient was receiving intrathecal baclofen therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).